Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a sensor scan of 44 mg/dl while wearing the adc device. On (B)(6) 2022, the customer was provided something to eat and drink serval times by a family member, and as a precaution, emergency services were called to perform a blood glucose test. A glucose test of 495 mg/dl was obtained after an unspecified amount of time, and the customer was treated with insulin by the hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a sensor scan of 44 mg/dl while wearing the adc device. On (B)(6) 2022, the customer was provided something to eat and drink serval times by a family member, and as a precaution, emergency services were called to perform a blood glucose test. A glucose test of 495 mg/dl was obtained after an unspecified amount of time, and the customer was treated with insulin by the hcp. No further information was provided. There was no report of death or permanent injury associated with this event.